Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2016 successfully, due to lead fracture. No additional information was available.